Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced pain, urinary retention, stress and tension at the level of the band, ureteral tear noted. A procedure was performed for possible extraction of the sling and plan to assess for probable bladder perforation. Ureterolysis performed and ureteral laceration repaired. Postoperative diagnosis: perforation of the ureter and deterioration of the posterior ureter. Intervention: reconstruction of the ureter and closing of the vaginal epithelium. Post urinary reconstruction, continued use of catheter for urinary retention. Post-op day 2 days after revision, the patient experienced abdominal bloating and gas pains.